Event description:
During follow-up for a supply bags line blocked message, it was reported that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6)2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with multi-organism peritonitis on (B)(6)2025. No symptoms were provided. The patient¿s pd culture was positive for pseudomonas, klebsiella, and serratia (no species provided). The patient was initiated on antibiotic therapy with ciprofloxacin and ceftazidime (route, dose, frequency, and duration unknown). The patient was admitted to the hospital on (B)(6)2025 and had the pd catheter removed. Additionally, the patient had a central venous catheter (cvc) placed and was initiated on hemodialysis (hd). This transition to hd is permanent. The cause of the peritonitis is unknown. The patient lives in a skilled nursing facility. The pdrn stated the organisms are waterborne but does not believe the patient utilizes a shower at the facility. No additional information was provided. Additional information provided on (B)(6)2025 indicated the patient¿s deactivation date from pd was (B)(6)2025.

Manufacturer narrative:
Additional information: b5.

Event description:
During follow-up for a supply bags line blocked message, it was reported that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with multi-organism peritonitis on (B)(6) 2025. No symptoms were provided. The patient¿s pd culture was positive for pseudomonas, klebsiella, and serratia (no species provided). The patient was initiated on antibiotic therapy with ciprofloxacin and ceftazidime (route, dose, frequency, and duration unknown). The patient was admitted to the hospital on (B)(6) 2025 and had the pd catheter removed. Additionally, the patient had a central venous catheter (cvc) placed and was initiated on hemodialysis (hd). This transition to hd is permanent. The cause of the peritonitis is unknown. The patient lives in a skilled nursing facility. The pdrn stated the organisms are waterborne but does not believe the patient utilizes a shower at the facility. No additional information was provided.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with subsequent hospitalization for pd catheter removal and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pdrn stated the organisms are waterborne; however, klebsiella in humans may colonize the skin, pharynx, or gastrointestinal tract and serratia can be found in the urinary tract and respiratory tract. Although a cause was not determined, it is possible that there was a breach in aseptic technique based on the culture results. Most cases of pd-related peritonitis are the result of touch contamination. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
During follow-up for a supply bags line blocked message, it was reported that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with multi-organism peritonitis on (B)(6) 2025. No symptoms were provided. The patient¿s pd culture was positive for pseudomonas, klebsiella, and serratia (no species provided). The patient was initiated on antibiotic therapy with ciprofloxacin and ceftazidime (route, dose, frequency, and duration unknown). The patient was admitted to the hospital on (B)(6) 2025 and had the pd catheter removed. Additionally, the patient had a central venous catheter (cvc) placed and was initiated on hemodialysis (hd). This transition to hd is permanent. The cause of the peritonitis is unknown. The patient lives in a skilled nursing facility. The pdrn stated the organisms are waterborne but does not believe the patient utilizes a shower at the facility. No additional information was provided. Additional information provided on (B)(6) 2025 indicated the patient¿s deactivation date from pd was (B)(6) 2025.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.